Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent low out of range pace impedance measurements less than 200 ohms. It was noted that no noise is being detected by the device, but it is beginning to be visible on the electrograms. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider bringing the patient into the clinic to evaluate the rv lead further with isometrics and pocket manipulation testing and a review of the associated serial impedance measurements. The rep indicated they will discuss this with the clinic. The lead remains in-service. There were no adverse patient effects.